Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch #c9em5p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to slight nicks on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not fire and would not open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9em5p, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, a 60mm blue load was loaded in the stapler. The surgeon closed down on the tissue and fired the stapler, but the stapler stopped firing midway through the firing. Had issues opening the jaws and had to open a new stapler. There was a delay of five minutes. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 02/06/25. D4: batch #unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: the surgeon said he was not firing on thick tissue. The surgeon said that when he fired the stapler, it sounded like it started to fire and then cut out. The surgeon said he tried to open the jaws but couldn't and then resorted to the manual override. Manual override didn't work properly as he couldn't get the jaws open. The surgeon said he had to pull the stapler off the tissue. Did not see any staple line or cut line on the tissue. The surgeon said it occurred during the last firing of the case. Had to open a new stapler. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? - did the device lock-out (no staples deployed and no cut line started)? - or, did the device start to deploy staples and cut but could not be completed (partially fire)? - or, did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9ep4x, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.